Event description:
It was reported that " a small piece of the product broke after being inserted into the patient's femoral blood vessel. The broken catheter tip or part of the inner coil was able to be safely retrieved via ptca balloon without complication. The patient was discharged home without harm or consequence."

Manufacturer narrative:
(B)(4). The customer report of the radiopaque marker at the tip of the trapliner breaking off was confirmed through investigation of the returned sample. The customer returned one trapliner catheter and its associated packaging. Signs of use in the form of blood particulates were observed on the device. Visual analysis revealed damage to the tip and to the shaft. The ptfe liner and inner coil were exposed and broken in the lumen at the tip. Collaring and kinking were also noted on the device. The radiopaque marker was not returned with the unit, but the customer provided an image of it on a balloon. Dimensional testing confirmed that the tip length and outer diameter were within specification limits. A device history record review was performed and there were no relevant findings. The product IFU states "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury". The marker band is manufactured to sit between the lumen and ptfe liner. Therefore, the damage of the torn ptfe liner--that is consistent with advancing against resistance likely caused the marker band to separate from the lumen. Based on the customer report and returned device, the probable cause is unintentional user error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " a small piece of the product broke after being inserted into the patient's femoral blood vessel. The broken catheter tip or part of the inner coil was able to be safely retrieved via ptca balloon without complication. The patient was discharged home without harm or consequence.".